Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the implantable pulse generator (ipg) was causing bowel and bladder issues. It was stated that the patient was frequently charge the ipg. The patient underwent an explant procedure and the explanted devices will not be returned.